Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet system and also reported having a cold around the same time, with no device alerts or alarms described. Symptoms included insufficient clinical details to characterize specific manifestations. Outcomes included insufficient information to determine the impact on the user. Investigation included communication attempts with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings and no established medical device problem or implicated device component due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.